Event description:
Pt admitted for diagnostic procedure and possible ptca. Lesion identified in lad and ptca procedure was initiated with catheter. Wire was loaded into catheter and advanced into guide towards lesion. When attempting to place wire into lesion, wire could not be advanced through catheter. Unit kinked during manipulation. Dr advanced both the catheter and immobilized wire into lesion. Balloon was inflated to 6 atm and deflated.